Event description:
Customer reportedly obtained results of 49mg/dl and 79mg/dl on the advantage system within 10 minutes. Customer wanted to eat based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.